Manufacturer narrative:
It was reported that the user felt the insertion kit (pik 100) get stuck during withdrawal however customer proceed the treatment without any harm. After 4 days, customer found an impurity on body and when customer retrieved the impurity back, it was found that it could be related with the tip of the severed guide wire which was used 4 days ago. Potential for harm was reported. The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2024-06-10. A visual inspection was performed on the received product and kinks were observed on the guidewire. No further damage was detected, the tip of the guidewire was compared with a sample not used guidewire and no damage was also observed on the tip. Guidewire length is measured as 34,2 cm and in normal conditions, the length of the guidewire is 100 cm. Based on the laboratory investigation, it was confirmed that the guidewire was ruptured apart however product failure could not be confirmed. Further, the incoming inspection reports of the affected component fem guidewire_0.97x1000mm (batch # 3000177393) was reviewed on 2024-03-15. The fem guidewire_0.97x1000mm was checked visually for shapelessness/crimps on tip area. Tip area was checked visually for openness between wires. Functional test of the guide wire was performed by fitting it inside to guide advancer. Also, size check was performed for defined parameters. All defined parameters were passed as per controls. The review of the non-conformities has been performed. It does not show any non-conformity in regard to the batch numbers of reported components with related to the reported failure. Getinge medical affairs conducted a medical review: a questionnaire from the medical affairs department was created and forwarded to the affected customer, but it was unanswered. Therefore, this medical review relies on the information provided in the complaint and lce report. According to the laboratory investigation report, the impurity described by the customer in the complaint report involves a 34cm segment of the guidewire including an intact tip, which had broken off with a flat fracture from the remaining guidewire. Additionally, the laboratory investigation report states, that ¿the tip of the complaint sample was compared to a new guidewire. There were no differences in the tips. No damages were also observed at the other end of the guidewire." From the complaint description, it is known that the investigated piece remained in the patient's body. Thus, it is assumed that the rupture occurred during the seldinger technique and was not detected until ¿extracerebral treatment¿ of the same patient four days after the surgery. Further, the report indicates that the "tip area" shows kink, which may be recognized as the deformed j-tip, contrary to what is stated in the IFU "make sure that the guide wire can be advanced freely.", ultimately causing the entire guidewire to rupture. The related mitigations from instruction for use (IFU) of product were pointed out: IFU warning! In order to minimize the risk of tissue damage, only insert the guide wire with the j-tip ahead. IFU caution! Verify the advancement and positioning of the guide wire using appropriate imaging technology. Insert the j-tip of the guide wire through the puncture needle and into the vessel. Make sure that the guide wire can be advanced freely. IFU caution! To prevent the guide wire from being damaged, do not retract it whilst the puncture needle is in the vessel. If the guide wire has to be removed again, firstly remove the puncture needle from the vessel, and then carefully remove the guide wire. Advance the guide wire until it is located at the desired cannula tip position. Hold the guide wire at the exit site and remove the puncture needle from the vessel. Remove the puncture needle along the guide wire. Enlarge the puncture site slightly with the scalpel. IFU warning! Only dilate the vessel up to the outer diameter of the cannula in order to ensure a stable cannula position with minimal vessel trauma. IFU warning! The position of the guide wire must not be altered while inserting the cannula. Slide the cannula with pre-mounted introducer along the guide wire as far as the puncture site. Carefully advance the tip of the introducer 3 to 5 cm into the vessel. Grip and secure the guide wire until the cannula has been advanced into the desired position. A gentle turning movement while advancing the cannula facilitates the procedure. If increased resistance is felt during insertion, pull the cannula back and identify the cause using appropriate imaging technology. As a conclusion of the medical review: based on the information obtained from the complaint narrative and the laboratory investigation report, the most likely root cause may appear to be a use error. It is assumed that the j-tip of the guidewire was "according to the specification" (and visually inspected when opened by the customer) and could be positioned in the vascular system according to the IFU. The rupture of the guidewire indicates exposure to excessive mechanical force during advancement in the vessel. Even in critical situations, such as encountering a blockage (as described in the complaint), such force should be avoided. Since all indicators mentioned in the laboratory investigation report point to "excessive mechanical force intake" as the cause of the guidewire rupture, it must be assumed that the product functioned as expected and as designed. The incident described here may, therefore, be attributable to a use error. Finally, no untoward effects regarding the patient were reported after the original cannulation. While the ¿impurity¿ was captured as part of a following procedure, no negative influences on the patient were reported as a consequence of the retrieval. The customer will be informed by getinge sales and service unit about the investigation results. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that the user felt the insertion kit (pik 100) get stuck during withdrawal however customer proceed the treatment without any harm. After 4 days, customer found an impurity on body and when customer retrieved the impurity back, it was found that it could be related with the tip of the severed guide wire which was used 4 days ago. Potential for harm is reported. Complaint (B)(4).